Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to dizzy, weakness and hyperglycemia on (B)(6) 2019 with blood glucose 170 mg/dl. The customer blood glucose level was 400 mg/dl, 500 mg/dl to 600 mg/dl. Customer declined troubleshooting for high blood glucose and meet with trainer. The insulin pump will not be returned for analysis.